Event description:
It was reported that during femoral stent placement, the self expanding stent malfunctioned in the pt¿s body. The stent would not deploy due to a faulty mechanism in the handle. The physician took appropriate action to correct the malfunction. Additional questions have not been answered after eval. It is unk whether the user attempted to correct the alleged malfunction, whether the stent was finally successfully deployed, or whether another stent was placed. No report of pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product, and the product was found to have met all specs prior to shipment. No catheter sample has been returned and no image has been provided. Therefore, the alleged malfunction could not be reproduced and the complaint will be closed with inconclusive result. Potential factors that could have led or contributed to the reported event have been considered; however, a definite root cause for this event could not be determined. The instructions for use (IFU) supplied with this product states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit."